Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, upon closing the pace-maker pocket after inserting a pace maker, needle was separated from the thread. When the tissue was closed with suture, the needle came loose from the thread and was dropped into the wound. The needle and suture split up or the needle release from the suture and went off. There was trouble in finding the needle as it fell down into the tissue of patient, but it was removed from the wound cavity and scrapped according to their routine. It prolonged the operation with 30 minutes and an x-ray was performed in locating the needle. A new suture from the same package and continued the suturing of the tissue without any incident.